Manufacturer narrative:
A4: patient weight requested but not provided manufacturer's investigation conclusion: the reported event of no external power events was confirmed via the log file analysis. The mobile power unit (mpu) was not returned for analysis; however, a log file (c7190752) was submitted for review that showed events spanning approximately 46 days (02jun2023 ¿ 19jul2023 per timestamp). No external power alarms were intermittently active on 14jun2023 between 12:24:07 ¿ 01:02:29, and on 14jul2023 from 12:51:54 ¿ 12:52:03. The alarms occurring on 14jun2023 were recorded while connected to the mobile power unit (mpu) and appear to be caused by a loss of a/c power. Alarms occurring on 14jul2023 are consistent with the provided information of a power outage. The backup battery provided power to the system during these events. The alarms cleared once external power was restored to the system controller. Pump operation was not affected. There were no other notable alarms. Provided information stated that the no external power alarms recorded on 14jul2023 were due to a power outage. Multiple good faith efforts were sent to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the alarms on 14jul2023 were due to a power outage. A root cause for the alarms occurring on 14jun2023 could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed for the mobile power unit due to no serial number being provided. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was determined to be a supplemental event. All the information regarding this event will be reported under MFR # 2916596-2023-06236.

Event description:
It was reported that the log files captured a few instances of low voltage hazard and no external power events on (B)(6) 2023 at 0024 and 0102 that occurred while using the mobile power unit (mpu). It appeared that total power was lost and enabled the backup battery in the controller until power was restored to the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.